Event description:
While I was not the surgeon for this patient's ahmed valve, I have managed his care postoperatively. The patient had a tube placed in (B)(6) 2023 which was complicated by multiple episodes of ac shallowing postoperatively which required multiple reformations with healon. Ultimately, his surgeon took him back to surgery to tie off the tube completely, resolving the issue.

Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include hypotony as a known complication. The device history record for the reported lot as reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The reported device is still implanted, is not available for return. No device malfunction could be confirmed.